Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure the device cut but did not staple. They found that the reload did not have staples. A reload of the same lot was used and it also did not have staples. Another device was used to complete the procedure. No patient consequences were reported.